Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak (about 5ml) inside their unicel dxh 800 coulter cellular analysis system but was unable to determine the source of leak. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat when the leak was discovered. No injury or exposure was reported and there was no affect to patient samples with regard to this event.

Manufacturer narrative:
A field service engineer (fse) went on-site and found the nrbc (nucleated red blood cell) chamber overflowed during sample acquisition. The vacuum applied to drain the waste was not draining the chamber fast enough. Fse replaced chamber to assure there was no plugged port. The issue was resolved. The cause of the leak was the nrbc chamber overflow. (B)(4).